Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Product location unknown.

Event description:
It was reported that during a hip arthroplasty, the inserter fractured during impaction of the cup. Upon insertion of the liner, a piece of the fractured device became dislodged inside the patient and cut into the poly liner. The liner was removed and replaced, and a piece of the fractured device had to be retrieved from the patient's wound.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay device evaluation, which was unknown at the time of the initial medwatch. Returned parts include only one cup inserter and one liner. Visual inspection of the inserter shows that the inserter is fractured at the distal end. Product is covered in scratches and scuffs and shows signs of wear and tear. Inspection of the fracture site indicates that the product fractured due to a bending moment. It is likely the liner was not positioned correctly in cup or the baseplate was impacted off center causing a bending moment to occur resulting in the fracture. Visual inspection of the liner shows that there is a small fragment lodged in the inside of the liner and therefore the complaint is confirmed. The area surrounding the fragment is scratched leading to the belief that the fragment was left on the end of the inserter or inside the liner, and upon impaction, the fragment shifted and scratched the liner before becoming lodged in the liner. Review of manufacturing order history for both parts indicates product left zimmer biomet control conforming. Surgical technique was indicated to be correct and therefore, this cannot be confirmed without being present at the procedure.